Event description:
Patient reported, rupture. ¿went into lymph nodes¿ diagnosed by MRI, mammogram and ultrasound. Patient also reported, burning sensation, pain, constant tiredness and anxiety. The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening on posterior, red particles in the shell and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Patient reported rupture went into lymph nodes, as well as burning sensation, pain, and anxiety. Patient also reported constant tiredness-ndr .the device remains implanted. This is right side record.

Event description:
Device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture went into lymph nodes.

Event description:
Patient reported rupture went into lymph nodes, diagnosed by MRI as well as burning sensation, pain, and anxiety. Patient also reported constant tiredness, which is not device related the device remains implanted. This record relates to the left side.